Event description:
It was reported that a patient developed a rash on the body the day following placement of a restoration using irm. There is no indication that intervention was required; the patient has reportedly consulted a medical doctor and an allergist.

Manufacturer narrative:
While it is unknown if the irm used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for evaluation, and the lot number was not provided for retained-product testing and/or DHR review.